Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. Neither the device nor the radio frequency controller is being returned; therefore, a failure analysis of this novasure system can not be completed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of possible perforation prior to treatment. (B)(4).

Event description:
Following a successful adiana permanent contraceptive procedure, an endometrial ablation was attempted with a novasure device. When the device was inserted "it appeared something was wrong" and the procedure was aborted. A 6mm to 7mm size uterine perforation was confirmed post hysteroscopy. No treatment was provided and the patient was discharged home. On (b)(6( 2011 the patient reported no pain. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.